Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm or unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer received no delivery alarm during manual prime. Customer primed to 5.4 units and insulin pump did not alarm no delivery. Customer stated insulin pump was working as designed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.